Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. The customer's blood glucose level exceeded 500 mg/dl, with the specific value unknown, but indicated as "high." To address this, the customer administered a correction injection via multiple daily injections and did not require assistance from a third party. The customer will continue to use current pump for insulin therapy.